Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal infection. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal infection related to a ventilator's sound abatement foam. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Section d1, d2, d4, g4(PMA/5109k0number), h4 corrected in this report.

Manufacturer narrative:
The manufacturer previously reported the incorrect information in section b1 marked as adverse event . After review, it was determined that there this options were incorrectly selected in section b1. The patient has reported product problem only . The following correction has been updated in this report. Section b1 has been updated to reflect as product problem. Section h1 has also been updated to reflect the malfunction. Section h6 health impact code has also been updated to reflect the no health consequences or impact.